Event description:
It was reported the device exhibited an over delivery. The device alarmed upstream occlusion. Reservoir is empty. Resvol- 9.8ml, given- 127.2ml, rate- 3ml/hr. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: d4: UDI number is unknown; g5: 510k is unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, and g2 email is: (B)(6).